Event description:
On (B)(6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultrasmart meter was displaying inaccurate high readings compared to how the pt felt. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began on the afternoon of (B)(6) 2010 when the pt tested on the subject meter and obtained a result of "141 mg/dl" which seemed higher to the pt based on her feelings. The cca documented that the pt manages her diabetes with insulin (self adjustor). The pt claimed that she increased her food/drink intake that evening after testing on the reported meter. Ten minutes after the alleged meter issue occurred, the pt claimed that she felt "weak, tired, and like she was about to pass out". On an unspecified time after the onset of symptoms, the pt reported that the emergency medical services (ems) was contacted. The pt's blood glucose was reportedly tested on the ems meter and obtained a result of "101 mg/dl". It is not clear how much time passed between when the pt tested on the subject meter and when the ems meter reading was taken. Had the readings been obtained within 30 minutes apart of each other, based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The pt stated that she was treated with food/drink by a lay individual. Per smartscripts, the cca documented that the pt did not have a control solution at the time of the call to perform a quality control test on the reported meter. Per protocol, replacement meter and supplies were sent to the pt. Based on the info provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the pt claims that she obtained an inaccurate high reading on the subject meter, reportedly developed symptoms, and received treatment for a condition suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.